Manufacturer narrative:
The device was returned to olympus for evaluation upon inspection and evaluation, the customers allegation of air/water flow issues from the air/water flow system was due to foreign matter found within the nozzle due to insufficient cleaning. The following events were identified and are as follows: (a.) Due to clogging of nozzle, water removal ability does not meet the standard value, (b.) Due to clogging of nozzle, air supply volume does not meet the standard value,(c.) Due to a crack on scope cover, water tightness is lost., (d.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (e.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (f.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (g.) Adhesive on bending section cover had a crack., (h.) Adhesive on bending section cover has white-clouded area, (I.) Due to clogging of nozzle, water removal ability does not meet the standard value, (j.) Adhesive around objective lens was peeled, (k.) Adhesives around lg lens has white-clouded area, (l.) The light guide lens had a crack, (m.) The plastic distal end cover had a crack, (n.) The connecting tube had a dent, (o.) The connecting tube had a scratch, (p.) The connecting tube had buckling, (q.) And the connecting tube had a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU), therefore a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): inspection of the endoscope 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function (a)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope experienced air and water flow issues. It was unknown when the event took place. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated and it was discovered that there was foreign matter clogging the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.